Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the physician was unable to disconnect the set screw from the device header. The pacemaker was not used and replaced. The patient was in stable condition.